Event description:
It was reported that approximately two months after implant, there was erosion at point of incision. Because of the erosion electrodes were not getting an appropriate signal and the implantable cardiac monitor experienced sensing issues. The device was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).